Event description:
Heated wire ventilator circuit overheated immediately, melting circuit. Pt was not involved. Staff member slightly burned hand shutting device down (plastic on circuit melted). Infant breathing circuit.